Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the infusion set self-adhesive becomes wet after delivering a bolus of more than 4 units. No additional info was provided. The infusion set was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue.